Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 494mg/dl. The customer experienced nausea, which lead to his admission. The customer stated that the insulin pump was disconnected and his blood glucose was treated with an insulin drip. No further information was provided.